Manufacturer narrative:
(B)(4). Result of examination: the sample was subjected to a visual and functional examination. On the housing we found residue of a dried fluid. The device showed age-based marks of use. The cover caps at the screw domes of the bottom housing and of the operating unit as well as the sealing were not available. Inside the p2 connector we found residual fluid as well. For testing purposes the sample was connected with mains. Nothing was displayed. After the sample was switched on, it alerted via loudspeaker and piezo-buzzer, but no device alarm was displayed. With the disassembling of the operating unit it was assessed that fluid entered. Besides it was found that the display was not connected to the board of the operating unit. The display was plugged in correctly to the board and the a functional test was performed without any abnormalities. However, within this test it was assessed that the drive was not in correct position. It was manually moveable in vertical direction. Additionally a long-term test was performed. No deviations were assessed. Following, the perfusor was completely dismounted. Inside the sample we found several material compressions. The support outline of the drive head was damaged as well. The guiding tube was cracked, that caused the incorrect position of the drive. Due to different sealing we assessed that the device was repaired prior to this examination by an external technician in august 2014. The indicated reason of complaint, under infusion and no alarm, was not comprehensible. No defect of the loudspeaker and the piezo buzzer were found. Besides we found the above described mechanical defects, which were caused by an heavily external impact. Due to the amount of fluid it is likely that the device was used out of its specification. According to IFU: - prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during selftest. And - protect the device and the power supply against moisture.

Manufacturer narrative:
(B)(4). The device has been requested to be sent for evaluation from user facility to bbm laboratory in (B)(4). A follow up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)). Under infusion: customer seems to have continuing fluid ingress at the displays of perfusors. Today a pt on noradrenaline pump stopped, no alarm form pump and display blank. Internal inspection of display showed fluid ingress and damage to the display ribbon cable.